Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: some kinks, scratch mark and cut mark on probe¿s cable section and lock pin with chip-off were found. Based on the results of the investigation, the cause was traced to component failure of the cable and the lock pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited some kinks, a scratch mark, and a cut mark on the probe¿s cable section and lock pin with chip-off. There was no patient involvement.